Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. One haptic is broken in the distal area. The broken haptic portion was returned. The optic is torn/split from the edge through the optic center area. Product history records were reviewed and the documentation indicates the product met release criteria. It is unknown if qualified associated products were used. The reported broken lens damage was observed. Broken haptic and torn optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the haptic broke inside the cartridge at the time of insertion. The lens was replaced and completed with another lens of the same model and power. There was no harm to the patient.